Event description:
It was reported that the patient was scheduled to have a magnetic resonance imaging (MRI) study on (B)(6) 2013; however, the MRI was cancelled until compatibility guidelines could be obtained. It was noted the area to be scanned was below the pump at the hip. The reporter stated it was not device related, and then stated it may be device related. The reporter noted that directly after implant they wore the belly belt for two weeks and then was told he should have worn it for four weeks. The reporter noted this may be why he was able to move the pump within the pocket approximately four to five inches. The reporter stated it was not painful but was uncomfortable. The patient had also had three falls within the last month. The reporter noted the MRI was to so see if the pinching pain the patient was feeling was from pressure from the pump on a nerve, or if it was pressure on a nerve from the patient¿s hernia. The reporter was redirected to the patient's health care provider (hcp). The pump system was being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).